Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 473 (mg/dl). Customer administered a bolus to stabilize bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made for customer to consult with health care provider; however, customer indicated that she does not have a doctor. Tandem technical support discussed possible factors that can cause elevated bgs with the customer.